Event description:
It was reported that the ventilator generated a battery malfunction. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and replaced the coin battery. The ventilator passed self-testing.